Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported pieces of the tampon were stuck inside her. She experienced heavy abnormal bleeding with large clots and cramping after her period for three to four consecutive days which prompted her to go to the doctor. She saw her gynecologist and had a pelvic and transvaginal ultrasound. She stated she had a pregnancy test at the doctor that came back negative. She was diagnosed with hemorrhaging. Consumer stated the bleeding stopped shortly after piece was flushed out.